Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 11/25/2019. Device evaluation summary: according to the information provided, the patient experienced a rupture and capsular contracture associated with breast implant. During visual evaluation of the device it was observed a crease in anterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 10/8/2019, patients birthday is (B)(6) 1973 per operative report received. On 10/29/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Patient underwent bilateral removal and replacement with a 350cc mentor memorygel breast implants. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker's grade ii and rupture. Concomitant products: 350cc mentor smooth round ultra high profile memorygel breast implant. Note: serial numbers are same for left and right device and clarification is in progress and once more information is available a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation surgery with a 350cc mentor smooth round ultra high profile memorygel breast implant experienced left sided silent rupture and capsular contracture baker¿s grade ii post procedure. A magnetic resonance imagery was performed on an unknown date confirming the left sided rupture. The left sided capsular contracture baker¿s grade ii was confirmed by a physician. As a result, patient underwent bilateral removal and replacement with two mentor gel implants on (B)(6) 2019.

Manufacturer narrative:
During failure analysis, mentor became aware that the complaint device was manufactured in leiden, the netherlands. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, events that involve these devices would not need to be reported as mdrs. (B)(4). Manufacturer's reference number: (B)(4).